Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v 2.5 x 28 is being filed under a separate medwatch MFR number. In this case, there was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Aspiration, ballooning, and an additional stent were used as treatment. It was reported that a 2.5 x 28 xience v stent and a 2.5 x 15 xience were implanted over-lapping. It should be noted that the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 3.75 mm. In this case, it cannot be determined whether implanting overlapping stents greater than 28 mm in length contributed to the reported patient effects.

Event description:
It was reported that on (B)(6) 2011, the procedure was to treat a 75% stenosed lesion in the proximal to mid left anterior descending (lad) artery with moderate calcification. Intravascular ultra sound (ivus) examination was performed, and the lesion was pre-dilated. A 2.5 x 28 xience v stent was implanted in the mid lad, and a 2.5 x 15 xience was implanted in the proximal lad at 9 atmospheres (atms), and then at 16 atms. The stents were over-lapping. The calcified lesion was not fully dilated; therefore, post-dilatation was performed, and ivus confirmed that the stents were fully apposed to the vessel wall. On (B)(6) 2011, the patient complained of chest pain, and angiography was performed which revealed that the proximal lad, where the 2.5 x 15 xience was implanted, was totally occluded with thrombosis. Thrombus aspiration was performed; however, ivus confirmed that thrombosis was still remaining; therefore, a voyager nc balloon was used, and a 3.0 x 18 xience v stent was implanted to treat the remaining thrombosis. Ivus was performed, and the procedure was completed. No additional information was provided.